Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers had error messages "read, write, or invalid cubie memory" and was not detected on the bus. A field service engineer (fse) responded to a report of multiple drawer and pocket failures across several stations. Upon arrival, all issues had already been recovered by registered pharmacist, and no current problems were found. Further inspection revealed a liquid spill in cubie drawer 5 in the auxiliary section, the liquid medication was cleaned, the damaged cubie was removed, and the position was tested with a new cubie, restoring full functionality. Drawer 5.1 in the main section had several cubies with read/write errors, cables were inspected and reseated, and all drawers were tested in hardware test application, confirming proper operation. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.